Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient infusions set that fell off and tape was did not stick of the infusion set, which caused the patient's blood glucose to high. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.